Event description:
No further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent debridement and received antibiotics due to infection approximately two months post revision of the polyethylene bearing. All implants were retained.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown bearing, vngd ssk 360 l fem 65mm catalog# 185284 lot# 3603059, bmt smooth knee stem 16x80 catalog# 145026 lot# 470050, vg da 360 o/s tib tray cocr 75 catalog# 161431 lot# 3535584. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2017 - 00258, 3002806535 - 2017 - 00259, 0001825034 - 2017 - 02893, 3002806535 - 2017 - 00260, 0001825034 - 2017 - 02897.

Event description:
It was reported that a patient underwent debridement and received antibiotics due to infection two months post revision. All implants were retained.